Manufacturer narrative:
The device was returned, and the evaluation found deterioration or breakage of the adhesive on the videoscope. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, it was observed that the adhesive around the objective lens is peeled on the videoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the damage to the objective lens was confirmed. The cause of the damaged objective lens was attributed to stress of repeated use, external factors, or handling of the device. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: IFU states detection methods in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.